Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) observed air in the drain line of an automated pd set with cassette. The technical service representative (tsr) was unable to determine the cause of the air. The tsr had the hp cycle the power on the hc device and end therapy. It is unknown how the hp planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.